Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Oracle service record confirms the device was received for service, given diagnostic codes and scrapped before an engineer was able to perform a full evaluation; therefore this complaint investigation will now be closed based on the diagnostic codes, and probable root cause(s). Probable root cause for the reported failure involving this device could have been caused by: user misuse, improper sterilization methods, or normal wear. The product was returned for investigation, however the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.